Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31110038l number, and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter and the patient experienced cardiac tamponade that required pericardiocentesis. First, it was reported that error 6150 was observed when the soundstar sh was inserted to the heart. The soundstar sh was replaced and the error was resolved. The procedure was continued. Then it was reported that after ablation was performed, the patient's blood pressure dropped during waiting. Drainage was performed. Physician's opinion on the cause of the adverse event is that it was procedure related. Respiratory fluctuations may have resulted in excessive contact with the catheter on the area to be ablated (rvot freewall). Steam pop was not confirmed. Transseptal puncture was not performed. Physician's judgment on health hazard is that it was non-serious (moderate/minor). There were no abnormalities observed prior or during use of the product. The customer¿s reported sensor error with the soundstar catheter is not considered to be MDR reportable since the error is easy detectable by the user and the potential risk that it could cause or contribute to a serious injury or death is remote.

Manufacturer narrative:
On 19-nov-2023, additional information was received indicating the correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. Initial reporter details were also provided. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).